Event description:
Technician alleged that the head end brake casters swivel when pushed in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.